Event description:
Pt had right shoulder arthroscopic rotator cuff repair. Arthrex bio pushlock package indicator dot was noted to be black. Item was discarded and not used for the procedure. The company rep stated that the indicator had nothing to do with the package sterility, and wrote a letter stating the product was still safe for implant. Nonetheless, the product was discarded.